Event description:
Complainant alleged that clinicians were attempting to defibrillate pt. Defib. Electrode pads were attached to the pt and the associated defibrillator was charged to 200 joules; upon discharge of the energy, the electrodes arced. The user switched to a fresh set of electrodes, with the same result. The electrodes were removed, and no burn marks detected on the pt's skins. Complainant did not indicate that there was nany adverse effect to the pt due to the reported malfunction.